Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. At an unspecified time, it was reported that the option-lok male adapter of the tubing set was connected to a needleless valve connector connected to an unspecified "j-loop" and was being used to deliver an unspecified solution, at an unspecified rate. At an unspecified time, the customer contact reported that the distal tip of the option-lok male adapter broke off and a piece remained lodged inside the needleless valve connector. No specific details were provided. The tubing set was replaced and therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy. Though requested, no additional information was reported.